Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on 6/8/2015 and repair statement shows that the (B)(4) concentrator had power switch button broke, sieve beds saturated, 4 way valve not shifting and defective pilot valve manifold.

Event description:
It was reported by dealer that the irc5po2v concentrator has a no audible alarm.

Manufacturer narrative:
Record will be reviewed and follow up done if more information is received.

Event description:
It was reported by dealer that the (B)(4) concentrator has a no audible alarm. Unit was evaluated on 6/8/2015 and repair statement shows that the (B)(4) concentrator had power switch button broke, sieve beds saturated, 4 way valve not shifting and defective pilot valve manifold